Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Claim alleges that patient's femoral stem fractured. Update 6/21/2012 - litigation papers received. Litigation alleges that the patient suffers from severe pain and discomfort. Update ad 06 jul 2018: receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges loosening of stem and fracture (component). After review of medical records, patient was revised to address a failed right total hip replacement. Revision notes reported that the stem is broken and loose.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.